Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, lymphadenopathy, granuloma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, granuloma , capsular contracture baker grade iii.

Event description:
Patient reported "ganglion adjoining the breast implant. Histological examination shows multinucleated epithelioid cells and gigantic cells surrounding material with refringence compatible with silicone" and capsular contracture baker grade iii for the right side device. The device has been explanted.

Event description:
Patient reported "ganglion adjoining the breast implant. Histological examination shows multinucleated epithelioid cells and gigantic cells surrounding material with refringence compatible with silicone" and capsular contracture baker grade iii for the right side device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.